Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of adverse event ('20,000 women who are having major life threatening complications') in a female patient who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced adverse event (seriousness criterion life threatening). At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- adverse event. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.